Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool smarttouch and observed the tip at the spring part of the catheter broken. Tip damaged and high impedance issues. During the procedure, there was high impedance displayed on the generator. The impedance cut-off value was not exceeded. The user was able to stop the ablation with the stop button. The generator was set to temperature control mode. The noted temperature was 46, impedance 200o, power was unknown. In addition, the tip at the spring part of the catheter was found broken and a little blood penetrated into the device (provided a photo). A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in patient. Additional information was received on 18-may-2025. The synaptic l0 sheath was used. No difficulty experienced while maneuvering the catheter or during the withdrawal. Unknown if the catheter pebax was visibly cracked/broken. The high impedance issue was assessed as non MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The reported ¿tip at the spring part of the catheter broken¿ was assessed as MDR reportable.

Manufacturer narrative:
The picture evaluation details. A picture was received for evaluation following johnson & johnson medtech's procedures. According to picture provided by the customer, red fluid was observed in the pebax of the catheter. However, no external damage on the catheter was observed and the reported impedance issue cannot be confirmed based on the image provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 05-jun-2025, noted a correction to the 3500a initial under h11. Additional manufacturer narrative. It should have included: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool smarttouch. During the procedure, there was high impedance displayed on the generator. The impedance cut-off value was not exceeded. The user was able to stop the ablation with the stop button. In addition, the tip at the spring part of the catheter was found broken and a little blood penetrated into the device. The device evaluation was completed on 12-jun-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed that a hole on the surface with reddish material inside the pebax was observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax could related to the impedance issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. Protective impedance may reduce the risk of burns and permit continuous monitoring of the electrocardiogram during energy delivery. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).